Manufacturer narrative:
It was reported that the patient experienced inflammation at the abutment site in (B)(6) 2018 and was treated with a topical steroid. In (B)(6) 2018, the patient was treated with topical and oral antibiotics. Subsequently, the abutment was removed. There are plans to place a magnet on the internal fixture; however has yet to occur as of the date of this report.

Manufacturer narrative:
This report is submitted on may 30, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
It was reported that the patient underwent skin debridement subsequent to experiencing persistent skin complications at the abutment site.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018 to have a magnet placed on the internal fixture. This report is submitted on october 26, 2018.